Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4158271 was satisfactory per internal procedures. Formulation, filling, torquing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Checks for fill volume were complete and within specifications per procedures. Fill volume checks during manufacturing confirmed that the fill volumes were within specification. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr was reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on batch 4158271. Retention samples from batch 4158271 (100 tubes) were available for inspection. There were no contaminated or low fill volume tubes observed in the retention samples. For further investigation, 4 retention samples were incubated. Two of the retention samples were placed into the 20 to 25 degrees celsius incubator and two of the retention tubes were placed into the 33 to 37 degrees celsius incubator. At five days incubation, there was no growth observed in the incubated samples. There were three photos received to assist with the investigation. Photos show low fill, contamination and the carton label for batch 4158271. No returns were received to assist with this complaint. This complaint can be confirmed from the photos received for contamination and low fill volume. No complaint trends have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination and fill volume defects.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, five (5) tubes were observed to have fungal contamination and low volume of media. There was no health impact or consequences reported.

Event description:
It was reported before using bd bactec¿ mgit¿ mycobacteria growth indicator tubes, five (5) tubes were observed to have fungal contamination and low volume of media. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.